Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber exhibits no signs of usage; the fiber is broken within the fiber blue outer sheath, and not detached 3 feet and 11 inches from distal tip; the total length of the fiber is 12 feet and 2 inches, connector included in over-all length; the fiber exhibits signs of slight melting at the location of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that the tip of the surgical fiber broke inside the patient during the procedure. There was no clinical consequence to the patient reported as a result of this event. The physician attempted to use a different model of the device but found that it was broken while removing it from the packaging. The procedure was completed utilizing a third fiber without issue. This event is for the second surgical fiber used.